Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart (psc) common compute controller (ccc) and blue fiber pigtail cable to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the system was faulting after being powered on for a few minutes with error 170. The technical support engineer (tse) had the customer move the blue fiber cable between the patient side cart (psc) and vision side cart (vsc) to a different blue fiber port on the vsc but the system faulted again and logs showed error 31089 moved with the fiber. Customer discontinued the use of the psc. The procedure was aborted with no patient involvement.